Event description:
The customer reported that the ortho provue analyzer was intermittently not dispensing red cells into the mts polyspecific cards during qc testing. Testing was aborted. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer went to the customer site and found the evidence of leaking around the syringe. The fe replaced the syringe, probe, and wash station and performed the appropriate adjustments to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.